Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure the t2 had difficulty deploying. All t's were removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The device was returned without t1, t2 or suture. The delivery needle is slightly twisted and has a slight bow. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. The device actuates and cycles as designed. No root cause related to the manufacture of the device can be established. Device history record review found no deficiencies in the manufacture of this lot. Use error cannot be ruled out as a contributory factor.